Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Hospital/medical records were provided and the investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the filter allegedly tilted and embedded in the ivc wall. Based on a review of the medical records received, approximately one year eight months post filter deployment, the patient was scheduled for thrombolytic therapy for obstruction of iliac veins and inferior vena cava. The right internal jugular vein and bilateral femoral vein were accessed and venogram demonstrated ivc filter occlusion with occlusion above the filter. Two tpa infusion catheters were inserted and the patient was monitored overnight. The following day, angioplasty was performed followed by stent placement of the ivc into bilateral iliac veins. It was recommended the patient remain on anticoagulation therapy.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year eight months post filter, venogram demonstrated extensive collaterals present from the right common femoral vein to the ivc. The ivc also appeared to be obstructed. Approximately one week post venogram, the patient underwent peripheral vascular catheterization. Left lower extremity venogram demonstrated complete obstruction of the left common iliac vein, obstruction of the right common iliac vein and occlusion after the ivc filter. Approximately one year nine months post filter deployment, the patient was found to have bilateral iliac vein occlusion, ivc filter occlusion. The patient underwent stenting of the ivc across the filter into the bilateral iliac veins. Therefore, based on the provided medical records, the investigation can be confirmed for occlusion within the filter and thrombus above the filter after filter implantation. The investigation is inconclusive for the alleged tilt. Per the provided medical records, the patient had tpa catheter placed through the filter. Additionally, stent were deployed through the filter as well. Either procedure could have contributed to the alleged filter tilt. However, the definitive root cause for any of the alleged deficiencies is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filter caval thrombosis/occlusion. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the filter allegedly tilted and embedded in the ivc wall. Based on a review of the medical records received, approximately one year eight months post filter deployment, the patient was scheduled for thrombolytic therapy for obstruction of iliac veins and inferior vena cava. The right internal jugular vein and bilateral femoral vein were accessed and venogram demonstrated ivc filter occlusion with occlusion above the filter. Two tpa infusion catheters were inserted and the patient was monitored overnight. The following day, angioplasty was performed followed by stent placement of the ivc into bilateral iliac veins. It was recommended the patient remain on anticoagulation therapy.